Event description:
A settings/memory issue was reported with the adc device. The customer reported device displays wrong values every time a glucose test was performed. As a result, customer experienced symptoms of hyperglycemia, blurred vision, malaise and was unable to self-treat. The customer had contact with a healthcare professional who provided unspecified dose insulin injection as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.